Manufacturer narrative:
(B)(4). Upon receipt the unit was visually inspected for outward, visible signs of misuse/abuse/neglect. Nothing of any significance was noted in terms of physical damage. Serial number was confirmed. During functional testing the unit passed the initial power connect test, and the power-on self-test with no issues. The device displayed the correct low, normal, and high temperature scenarios. It properly alarmed in the high temperature scenario. Next, the device was set up for functional bench test, real time scenario. Upon turning the heater on a red wrench warning light displayed. A red wrench warning is an unrecoverable malfunction. Further investigation reveals the locking tab on the male end of the connector is missing, and prior to this investigation an attempt had been made to remove the brittle connector which resulted in multiple connector points physically broken. These broken connections were the catalyst for the red wrench alarm and prevented any further testing. The complaint cannot be confirmed, as extensive damage to the power supply pcb prevented any furthering testing. All units being returned for service have power supply pcbs replaced.

Event description:
Customer complaint alleges "unit overheated which discolored the power board." The alleged defect was detected prior to use/during functional testing. It is unclear if the alleged defect was detected in the clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "unit overheated which discolored the power board". The alleged defect was detected prior to use/during functional testing. It is unclear if the alleged defect was detected in the clinical setting. There was no patient involvement reported.